Event description:
It was reported that shaft break occurred. A 28 x 3.50mm promus elite drug-eluting stent was successfully implanted. However, the delivery system was damaged and came apart outside of the body as the physican removed it. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: a promus elite 28 x 3.50mm stent delivery system (sds), was returned for analysis. No stent was returned, the stent was successfully implanted in the patient. The balloon cones were reviewed, and no issues were noted. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break at the site of the wire exchange port. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that shaft break occurred. A 28 x 3.50mm promus elite drug-eluting stent was successfully implanted. However, the delivery system was damaged and came apart outside of the body as the physician removed it. The procedure was completed with no patient complications reported.